Manufacturer narrative:
Follow up was received from the physician on (B)(6) 2017.

Event description:
Follow-up received on (B)(6) 2017 from the reporting physician stating that after multiple incisions and drains, a biopsy, a cat scan, many doses of hylenex, and 3 1/2 months of antibiotics all symptoms resolved, except for small, 0.5 cm sized hard nodules (implant site nodule) at the oral commissures bilaterally.

Manufacturer narrative:
Engineering evaluation: the events are already addressed in the labeling. No corrective/preventive action is needed. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 14546. A batch record review for lot 14546 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Pharmacovigilance comment: a causal relationship between the events and the treatment seems possible. The injection procedure may have contributed to the events. The reported events are addressed in the label. Due to the longstanding nature of the event despite significant medical and surgical intervention the company conservatively upgrades the case to serious and reportable based on the information received on 23-dec-2016. Distribution comment: the case report fulfills the criteria for regulatory reporting.

Event description:
A report was received on (B)(6) 2016 from the injecting physician regarding a (B)(6) female patient of skin type (B)(6) scale I-ii with no previous history of filler treatments. The patient had no relevant medical history, no known allergies and was on no concomitant medications. On (B)(6) 2016 the patient received 1 ml of restylane-l (lot 14546, expiration date 30-jun-2018) injected into the oral commissures and perioral lines above the lips using a 27g cannula via a single entry point lateral to the corner of the mouth. Five days later, on (B)(6) 2016, the patient developed severe swelling (implant site swelling) of the lips. She was treated with prednisone and amoxicillin on unknown dates, however, her condition continued to worsen. Nine days after treatment with restylane-l, on (B)(6) 2016, the patient experienced severe abscess with pus (implant site abscess) (purulent discharge) at the inside of the lips and went to the emergency room (ER). A culture, sensitivity and gram stain performed in the ER showed no infection, only positive for white blood cells. Clindamycin was added to the treatment regimen for two weeks. On (B)(6) 2016, the patient presented with a golf ball sized abscess at the right corner of the mouth and a 0.5 cm abscess in the left corner of the mouth. Due to the worsening condition she underwent multiple incision and drainage procedures, starting on (B)(6) 2016. The culture results were negative. The patient was treated with hylenex (hyaluronidase) to the treatment sites of restylane-l on (B)(6) 2016 and (B)(6) 2016. Additional five day treatment with prednisone was added to treatment regimen of amoxicillin and clindamycin. On (B)(6) 2016, the reporting physician switched the antibiotic treatment to levofloxacin. On (B)(6) 2016, two days after finishing prednisone, the swelling (implant site swelling) returned. Two days later, per the reporting physician, there were additional pockets with pus (implant site abscess) (purulent discharge)located outside the treated area (below the left side of the lip), and another culture was negative for infection. On (B)(6) 2016, the patient was seen by an infectious disease specialist; a CT of the face showed tiny pockets of pus and residual swelling. On (B)(6) 2016 the patient was seen by an ear-nose-throat (ent) specialist. Ent concluded that there was no pus left to drain, noting that the affected area was hard and swollen. A biopsy from ent of the affected area showed inflammation. On (B)(6) 2016, the patient returned to the reporting physician and requested botox injections. The lips were fine and antibiotic treatment continued including the use of doxycycline and augmentin on unknown dates. Follow-up received on (B)(6) 2016 from the reporting physician revealed that the swelling (implant site swelling) and pus (implant site abscess) (purulent discharge) were continuing. Antibiotics could not be discontinued as the swelling would return. The reporter assessed the case as possibly related to restylane-l and serious due to the need for medical intervention. Follow-up: (B)(6) 2016: fu information from the reporting physician included demographics, event details, treatment for the events and upgraded seriousness assessment. (B)(6) 2016: fu information from the reporting physician stated that the events were continuing. The company upgraded the case to serious due to the longstanding nature of event.

Manufacturer narrative:
Follow up was received from the physician on 06-jan-2017.

Event description:
A follow up report was received on 06-jan-2017 from the physician. The physician stated, on (B)(6) 2016 lots of pus had drained spontaneously, and the provider had injected more hylenex everywhere. On (B)(6) 2016, more pus had drained. The physician stated the patient cannot get off of the antibiotics. The physician believed the patient is still reacting to something, and requested advice from allergists and other providers regarding the case. On (B)(6) 2016, the patient was seen by an ear-nose-throat (ent) specialist. Ent concluded that there was no pus left to drain, noting that the affected area was hard (implant site induration). At the time of this report, the events were ongoing. Event of hard (implant site induration) added to case.